Manufacturer narrative:
Concomitant medical products: product ID: ipg w3dr01, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncopal episodes. On device interrogation it was noted that the right ventricular (rv) lead exhibited high thresholds. It was also noted that there were numerous ventricular tachycardia episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.